Manufacturer narrative:
Additional information: g3, h3, h6. -complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07 november 2025, it was reported by a sales representative via email that an ar-2658tr, knotless dis clav plate button tightrop was reported to have failed during insertion. This occurred on (B)(6) 2025 during a clavicle orif. It was reported that the pec button slightly "off center" relative to inserter out of the packet. Hard to say if it was damaged or not screwed on correctly. Still attempted to use, though button came off inserter after passing through clavicle and before passing through corocoid. The case was completed successfully using a second implant. There was case involvement.